Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Analysis and results: there are two previous complaints of this code-batch regarding the same issue and closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock blocked. Reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling (B)(4) and b.braun surgical requirements. We have received 18 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the (B)(4). However, taking into account that there are two previous confirmed complaints for the same issue, we consider that this case is confirmed as well. Final conclusion: as there are previous complaints where the samples received did not fulfil the specifications of the (B)(4)/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that every second needle is loose, or the attachment is so weak that the needle detaches immediately. Before use. No further information received.